Manufacturer narrative:
The device was used for some off label indications. Concomitant products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
Servello, d., zekaj, e., saleh, c., pacchetti, c., porta, m. The pros and cons of intraoperative CT scan in evaluation of deep brain stimulation lead implantation: a retrospective study. Surgical neurology international. 2016. 7(suppl 19):s551-556. Doi: 10.4103 /2152-7806.187534. Summary: deep brain stimulation (dbs) is an established therapy for movement disorders, such as parkinson's disease (pd), dystonia, and tremor. The efficacy of dbs depends on the correct lead positioning. The commonly adopted postoperative radiological evaluation is performed with computed tomography (CT) scan and/or magnetic resonance imaging (MRI). Reported events: 8 patients undergoing implantation of a deep brain stimulation (dbs) system experienced an epileptic crisis that necessitated an interruption of the procedure and breathing assistance after lorazepam administration. An unknown number of patients undergoing implantation of a dbs system with a c-arm CT scanner (rather than an o-arm) prior to the experimental protocol experienced an epileptic crisis. It was suggested that these were managed by a rapid removal of the sterile part, head frame, and of the c-arm with prompt airway control. Two patients who received a dbs system targeting the subthalamic nucleus (stn) for parkinson's disease (pd) had intraoperative CT scans that did not show an error in lead positioning, but an MRI scan performed two days postoperatively showed the lead was in a suboptimal position (distance greater than 2 mm from the chosen target), so the patient was promptly returned to surgery for repositioning. It was noted that these patients developed a discrete pneumocephalus during surgery such that the electrode was in the correct stereotactic coordinates, but the brain shift resulted in a shift of the correct anatomic area. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.